Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the holster is removing the probe from the breast tissue on its own. Additionally, the cables are jerking during the sample mode and the cocking mechanism is sticking when pressing the release button. No pt consequences.